Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed the reported issue. Therefore, the syringe driver was replaced to resolve the issue. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that they experienced an issue with the syringe driver on the device, noting that the syringe driver appeared to be partially stuck despite attempts to address the issue.